Manufacturer narrative:
The analysis of the suspect interface (umbilical) cable was completed by medtronic personnel. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the interface (umbilical) cable on 23 august 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported, that while outside procedure, the imaging system had an error stating frame rate is below recommended levels. The issue was resolved via replacement of the interface (umbilical) cable. No additional information was provided. There was no patient present when this issue was identified.